Event description:
Reportedly, the device would display the pt ECG as artifact through the 3-lead ECG cable and would prompt ECG leads off. A paramedic showed up on scene and connected a manual defibrillator/monitor of unk manufacture to the pt through the same pre applied ECG electrodes. Pt care was successfully continued. Pt outcome was not reported but the reporter indicated pt care was not affected by the report, because device pacing and defibrillator therapies were not attempted.